Manufacturer narrative:
Concomitant medical products: d d284drg, ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the atrial lead exhibited low impedance. The lead was reprogrammed off. Additionally, the right ventricular (rv) lead was suspected of a possible lead fracture as there was oversensing and noise. It was noted that there was a lead integrity alert trigger for sensing integrity counter (sic) and non-sustained ventricular tachycardia. The rv lead was also reprogrammed off. The patient then had a lead revision procedure where both leads were capped. It was noted that the laser sheathe could not pass the svc superior vena cava) and that is why both leads were capped and left inside the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.